Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.